Event description:
Date of event: week of july 19th through july 24th. Exact date unk. Doctor's initial letter alleged pt received burns, two serious. The field service engineering found the delivered energy was higher than the displayed energy. Further investigation reveals first and second degree burns. The burns have healed, no permanent damage.